Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 400 mg/dl. Prior to hospitalization, the user reported difficulty maintaining insulin therapy and administered 14 units of insulin by pen before seeking medical care, with assistance from a caregiver. The user was admitted to the hospital, received treatment with exogenous insulin and intravenous fluids, was discharged on (B)(6) 2026, and subsequently resumed ilet therapy.

Manufacturer narrative:
The manufacturer became aware on 29-dec-2025 of a reported hyperglycemic event that occurred on (B)(6) 2025 and resulted in hospitalization for diabetic ketoacidosis. Available information indicated that the user experienced elevated blood glucose and administered insulin by pen prior to hospital presentation, and subsequently received inpatient treatment with insulin and intravenous fluids. The user was discharged on (B)(6) 2026 and reported resuming ilet therapy; no additional clinical details were available despite follow-up attempts.